Manufacturer narrative:
An evaluation was performed by the supplier and could not confirm the customer complaint for no image came up on the camera box when connected. Functional testing was performed and showed the image sporadically goes black. The spb electronic board is faulty. A root cause could not be determined with confidence. Smith & nephew will continue to monitor for trends. No further investigation is required.

Manufacturer narrative:
Awaiting receipt of device.

Event description:
It was reported screen went black several times and would not shut off they had to unplug it.